Event description:
It was reported that the device was sent in to repair for an unknown reason. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a defective downstream occlusion (dso) sensor. Functional testing was unable to duplicate an unknown issue. The dso sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.